Event description:
It was reported that the mx500 displayed a speaker malfunction error message and no sound was coming from the device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.